Event description:
It was reported that a home patient (hp) experienced a leak between a supply bag and a homechoice cassette. The hp indicated that the connection between the two components were loose. The issue occurred during fill one of five of automated peritoneal dialysis therapy. A technical service representative assisted the hp with ending therapy. The hp planned on starting therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.